Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the reported issue of broken cable was not confirmed. The fenestrated bipolar forceps instrument was analyzed and the instrument was visually inspected internally and externally but no conductor wire damage was observed. The instrument was found with charring and localized melting at the yaw pulley. The instrument passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter, however, customer could not provide any further details regarding the event.